Event description:
It was reported that during an implant attempt, the physician had difficulty positioning the lead due to the patient's calcified cardiac muscle. After several attempts, the helix of the lead would not advance. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.